Event description:
A user facility reported that at the end of a procedure in which a lumenis ultrapulse encore laser was used, the laser inadvertently fired a single shot without the foot switch being depressed. No patient harm was reported.

Manufacturer narrative:
Lumenis investigated the reported event contacting the treating physician to obtain further information about the incident report. The treating physician stated, "the laser seemed to have fired on its own. I had just finished lasering. I had not yet put the laser into standby mode." The physician confirmed there was no patient injury. The physician stated the laser energy was deployed onto a drape resulting in a 1cm char mark in the sheet. A lumenis engineer and technical expert examined the subject device laser. The engineer completed operational tests of the subject device confirming the system met all manufacturer's performance specifications. The engineer further stated a functional and physical assessment of the subject device footswitch was completed. No related malfunction was identified. The reported event could not be duplicated in testing by the engineer. Additionally, the engineer reported that the footswitch was replaced as a precautionary measure.